Manufacturer narrative:
(B)(4). Event date: the patient was hospitalized for the peritonitis event on an unspecified date in (B)(6) 2014. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date the patient was treated with vancomycin (route, dose, frequency and duration not reported). The cause of the peritonitis was a breach in aseptic technique further described as the patient made a mistake/touch contamination. The action taken with dianeal therapies was not reported. The patient was discharged from the hospital on an unreported date during the same month as admission. On an unknown date the patient was retrained on proper aseptic technique. At the time of this report the patient was recovered from this peritonitis event. No additional information is available.